Event description:
One specimen recovered at 2.03 ng/ml and on repeat recovered at 6.95 ng/ml for ckmb stat test. The specimen was repeated again and recovered at 7.07 ng/ml. A corrected report was provided to the physician for treatment decision. The field service engineer verified system functionality and was unable to duplicate the problem.